Event description:
It was reported that, patient's poly was exchanged to alleviate laxity, insert was increased in thickness from 13 to 16mm.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.